Event description:
Based on the info provided, the physician was unable to pass the cavity integrity assessment (cia) test. Novasure endometrial ablation was not conducted.

Manufacturer narrative:
User error resulted in uterine perforation. Novasure system diagnosed the condition and prevented pt injury. Novasure performed as intended. No additional interventions or extended hospital stay required. This MFR report is reporting the same event documented under a voluntary medwatch completed by user facility.